Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation. Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient alone at the time of passing. It was reported that the lifevest was alarming. Review of the download data, indicates the patient received four shocks in response to oversensing of low amplitude cardiac signal and CPR artifact. The patient received 42 additional appropriate shocks. The patient's device was start up at 01:54:47 on (B)(6) 2020. The patient received 20 shocks from 01:55:23 until 05:51:56. The patient's rhythm for the first 20 treatments was vf (ventricular fibrillation), all 20 converted to slower rhythms. There was intermittent response button use from 05:52:32 to 05:52:34. It is unclear who was pressing the response buttons. At 05:52:41, the patient received an external, non-lifevest, defibrillation. The patient was treated 22 more times appropriately from 05:53:19 until 07:16:38. The patient's rhythm was vf for these treatments, and all rhythms were converted to slower rhythms. The patient received treatments 43, 44, and 45 at 07:37:30, 07:38:11, and 07:40:36. The patient's rhythm was CPR/motion artifact and the post shock rhythm was asystole for the three treatments. The patient received a 46th treatment at 07:41:36. The patient's rhythm and post shock rhythm was asystole with CPR/motion artifact. Bradycardia status was defined at 10:28:26. The electrode belt was disconnected at 10:32:28 on (B)(6) 2020. The external defibrillations prevented the lifevest from delivering defibrillations while the patient was in a treatable rhythm. No deficiencies were alleged against the lifevest. There is no indication of a device malfunction causing or contributing to the event.